Event description:
It was observed that during the device annual inspection, the duodenovideoscope exhibited a cracked distal end, and foreign objects in the air/water tube, air/water cylinder, and light guide lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the grip, the switch box, the right/left knob, the scope connector cover unit, the up/down knob, the suction connector, the light guide lens, all had a scratch. The forceps channel port had a dent. The air/water tube and air/water cylinder had no color. The switch 1 was deformed. The electrical connector and plate had corrosion due to water leakage. The connecting tube was snaking. The adhesive around the objective lens had a crack. The universal cord had a peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunctions occurred due to wear and tear with customer´s mishandling. The light guide lens adhesive has what resembles corrosion. The whitish foreign material was unable to be identified in/on the rest of the device. Specifically, to the crack at distal end, it is likely that irregular stress was applied during device handling by the user causing it to crack. However, the definitive root cause was unable to be determined. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use (IFU) which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.